Event description:
It is reported that the impactor head broke during impaction.

Manufacturer narrative:
Eval summary: as returned, the impactor head is returned into two pieces. Based on the lot number, the impactor has an approximately field age of 1 year and 9 months at the time of this incident. Fractures of this device were investigated as part of this CAPA (B)(4). Due to the investigation of the CAPA, a new part has been designed and released to replace this impactor. Part number (B)(4) has replaced this now obsolete impactor. Eval: review of the device history records did not find any deviations or anomalies. The impactor was dimensionally inspected and found to be conforming with the exception of the fracture. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.